Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: if breakage occurred during usage, how many tissue passes had occurred before breakage? Approximate location of breakage on suture in relation to needle? What in the physician's opinion was the cause of the suture breakage? Was there any adverse patient outcome? Was the bleeding stopped and was the procedure successfully completed during the initial operation? Did the patient experience chronic occult blood or intraperitoneal bleeding, endangering their life? Was the post-operative care changed due to the event of suture breakage? Please specify. Lot number ph4jce not recognized. Please clarify the lot #. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 g /m.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2022 and suture was used. It was reported that suture broke during sewing myometrium in the surgery. When the doctor pulled the needle, the suture broke, causing the patient to bleed at the site where it was sewed on the incision muscle layer. It need to be sewed again, which may lead to chronic occult blood and intraperitoneal bleeding, endangering the patient's life. Immediately compress the muscular layer at the broken part of the needle to stop bleeding, and then sew again. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/14/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device return additional information was requested, but unavailable: approximate location of breakage on suture in relation to needle? What in the physician's opinion was the cause of the suture breakage? Was there any adverse patient outcome? Was the bleeding stopped and was the procedure successfully completed during the initial operation? Did the patient experience chronic occult blood or intraperitoneal bleeding, endangering their life? Was the post-operative care changed due to the event of suture breakage? Please specify. Lot number ph4jce not recognized. Please clarify the lot #. If breakage occurred during usage, how many tissue passes had occurred before breakage?¿¿ all answers above are unobtainable. Once there is any update, we will update the information. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 g /m.